Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the patient experienced inverse of spasticity. There was a motor stall. The stall "recovered more than 2 hours". A rotor test was done "but no way, but not hong happen". They used since (B)(6) 2012 "sun product baclofen". They planned to explant the pump due to the importance of the dose. Patient status was alive with no injury/no adverse event. The pump was delivering compounded baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed motor corrosion, wear, and/or lubrication as well as a gear train anomaly. The pump was received with a motor stall without recovery observed in the logs. The pump recovered in the lab. During destructive analysis, residue was observed in the pinion of gears 1 and 2, and some significant residue was found in the teeth and on the surfaces of gears 2 and 3.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).